Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer stated that the tower door 2 fails repeatedly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a door failure. The field service engineer replaced latch sensors on door 2 latch assembly and applied conductive grease to all microswitch contacts for all doors to resolve the issue. The fse stated that there was delay in dispensing medications to the patient due to the issue. The system functioned as intended after the filed service engineer troubleshooted the device.